Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The blood glucose of the customer was 400 mg/dl. The customer¿s other blood glucose level was 309 mg/dl. The customer also reported that insulin pump had reoccurring insulin flow block alarm. It was reported that the recurring insulin flow blocked alarms may be due to site, set or reservoir issues. The device will be returned for the analysis.